Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs avl/gvm monitor; catalog: 0570-0338 sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor with lopro t3 (B)(4), image flickered consistently when the blade was attached to the monitor. Unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.